Event description:
Treatment of a stroke. During the mechanical thrombectomy in tortuous anatomy, it was reported that that the solitaire fr was deployed in the superior m2 segment and retrieved with little thrombus. A second attempt was made with the solitaire in the still occluded temporal inferior mca (middle cerebral artery) and resistance was experienced as the device was being retrieved causing it to detach in the proximal mca. The physician retrieved the detached stent with a micro snare through the right ica without issues.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
(B)(4). Only proximal segment of the push assembly was returned for evaluation. The pushwire appeared to be broken into two segments. Per the initial report, the distal broken segment and the stent were discarded. The proximal broken end was unable to be visualized from the distal end of the marker coil. Therefore, the shrink tubing was removed. The pushwire appeared to be broken inside the marker coil. The length of the returned proximal segment was measured approximately 182.0 cm from the proximal end. The broken end of the proximal segment was sent out for scanning electron microscopic (sem) analysis. Based on the above findings and the sem images, the customer's report of stent separation was confirmed. The failure of the pushwire occurred due to tensile overload. No other anomalies were observed. No other complaints have been reported against the lot number. A complete device evaluation could not be performed due to incomplete device was returned. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
(B)(4).